Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient had to recharge their ins more frequently. The patient reported that their ins charge used to last at least one to two weeks. The patient reported that more recently, the ins would only go for 4 days between charges, and if they forgot for a day, the ins would be depleted. The patient reported that when they recharge, the ins is completely dead but they are able to charge it to full. No symptoms or complications were reported.